Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when firing the instrument, the first clips formed properly. When the second clips automatically came out in the jaws, it touched the old clip and fell out of the jaws. A new clip was pushed forward and formed properly. The next clip also fell out from the jaw, halfway, and was deformed when closing the trigger. Five minute surgery delay. No instrument was saved. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.